Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code for the required for the cement was not provided. A search of the complaint database found no prior reports for the femoral part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening of femoral component at cement/bone interface. Depuy 1 cement was used in the primary surgery.